Manufacturer narrative:
Additional information: h6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5: the reporter indicated that a 12.6mm, vticm5_12.6, -9.5/3.0/022 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's eye (B)(6) 2023. Refraction was observed. The lens was explanted on an unknown date. On (B)(6) 2023 the lens was exchanged for a same model and length lens with a different diopter. This resolved the problem. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -9.5/3.0/022 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's eye. Refraction was observed. Lens remains implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A1 - a6: unk. B3: unk. D2 - product code: unk (esubmitter software does not allow for a blank or 'unk' entry). D6a - unk. D6b - unk. H4 - unk. Claim# (B)(4).